Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and was also hospitalized due to low blood glucose levels. The customer's wife stated that the blood glucose reading reached as high as 500 mg/dl. She reported that he was hospitalized only for the low blood glucose event, in which the blood glucose reading was 17 mg/dl. She stated that the customer had bolused prior to the hospitalized. She noted that she did not know the perceived cause of the low blood glucose event. She observed that the drive support cap was flush, and she requested replacement of the insulin pump after having received the voluntary device recall notice related to the scroll wrap feature. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.